Event description:
It was reported by the affiliate that during a video assisted thoracic surgery (vats) esophagus procedure, the tissue pad was detached off. The fallen piece was already retrieved. Another device was used to complete the case. There were no adverse consequences to the pt.

Manufacturer narrative:
Date sent: 01/16/2009. Info anticipated, but unavailable at this time.